Event description:
The manufacturer's representative reported that the patient was experiencing increased spasticity in 8/2006. A dye study performed in 8/2006 was normal. Rotor study showed rotors turning. The patient continued to do poorly; residual volume at refill in 9/2006 was higher than expected. The patient underwent replacement of the pump. During surgery, cerebrospinal fluid was free-flowing from catheter when disconnected from pump. The rep reported that the patient was receiving compounded baclofen 2000 mcg/ml periodic bolus mode, 233 mcg/day. Final patient outcome not reported.

Manufacturer narrative:
H6 - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.